Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 4th day of the treatment utilizing a pico, the pump stopped working. It is unknown if it was noticed at the moment when the pump stopped. The problem was not solved by exchanging batteries. The treatment was continued with a backup pico7. No patient harm or delay. The pumps were discarded, so they will not be returned and no photo is available.